Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient was presented in the emergency room after receiving multiple unsuccessful therapies for a vt/vf due to high defibrillation thresholds. The patient was externally defibrillated which terminated the rhythm, and the patient experienced cardiac arrest. Review of the episode revealed that the rhythm appeared to be concurrent atrial and ventricular tachycardias which was inappropriately discriminated as an svt due to short pauses in the ventricle. Programming changes were recommended. The patient was stable and will continue to be monitored. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the device was electively explanted and replaced. There were no adverse consequences to the patient. It was also noted that the patient received inappropriate atp therapies due to supraventricular tachycardia. The atp therapy accelerated the rhythm to vt zone and the patient received inappropriate high voltage shock therapies.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.